Manufacturer narrative:
The incident is not related to the device or procedure. No investigation is required.

Event description:
On december 07th 2020, senseonics was made aware of adverse event where user was admitted to emergency room with mild diabetic ketoacidosis, user had nausea and vomiting after possible food poisoning.